Manufacturer narrative:
Patient information was unavailable from the site. No parts were received by manufacturer. Event problem and evaluation: further evaluation is pending completion of an imaging system check-out by a medtronic representative.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, the mobile view station (mvs) computer shut down and restarted automatically. There was no reported delay to the procedure due to this issue. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was a 5 minute delay to the procedure.